Manufacturer narrative:
(B)(4). The insulin pump passed all functioning tests except displacement and occlusion tests due to missing retainer. There were multiple pump error 25 alarms were present in the format history file and one was triggered when the lithium backup battery was less than 3.50v for 240 consecutive minutes as indicated in the power management graph due to connector resistance issue. The connector for j6 on pcba 1 was properly connected during visual inspection. The j6 connector was disconnected and reconnected then monitored for 2 days. The device was functioning properly during the testing as shown in the power management graph. No belt clip received with the pump. The device was received with missing a reservoir tube o-ring, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, cracked case on battery tube area, faded serial number label and peeling end cap address label.

Event description:
It was reported via phone call that they were receiving multiple power error detected alarms on the insulin pump. The customer¿s blood glucose during the incident was 8.7 mmol/l. Troubleshooting was performed. They were given a series of steps to perform after the call ends to resolve the issue. However, they were offered a replacement due to their software version and they accepted. The device was returned for analysis.